Event description:
Complainant alleged that the medics were monitoring a pt's (age and gender unknown) heart rhythm with the unit in manual mode, via a three lead ECG cable and ECG electrodes, but the device displayed a "check electrodes" message, although the multi-function electrodes were not attached to the pt. The medic then hit the device on the side, and the medics were then able to successfully monitor the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.